Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A revision surgery was performed. After explanting the device, the physician filled the device with water and applied pressure, which revealed a hole in the cylinder distal tip. The physician believes the hole may have occurred during the implant procedure, after the furlow tool was used. During the original implant procedure, the physician suspects the rope in the distal tip became loose which required the use of a needle to put it back in. This may have led to the hole causing fluid loss in the system. The reservoir was inspected and found to be fine. The cylinders and pump were explanted and replaced. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). Upon receipt at the quality assurance laboratory, the returned components were evaluated. First cylinder exhibited two holes at the distal tip consistent with a needle/suture pathway from a sharp instrument, wear at a fold in the middle of the cylinder, and two leaks at the distal tip associated with the suture pathway from a sharp instrument. Second cylinder exhibited wear at a fold in the middle of the cylinder and passed the leakage test. The ms pump passed visual inspection with no damage or abnormalities observed, passed the leak test, and did not pass activation tests 2 and 3. A review of the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. A review of the instructions for use (IFU) was completed and did not identify evidence of device misuse, off label use, or failure to follow instructions. Based on the information available and the analysis results, the allegation of a mechanical issue was most likely determined to be associated with the ms pump not passing activation tests 2 and 3 during functional testing. A conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Fluid loss is acknowledged within the dfu and are not related to off-label use or failure to follow instructions. Additionally, it is concluded that the cause of hole/perforated allegations cannot be established without product return. Based on the information available the cause that contributed to the reported event cannot be established. Correction to field b5: describe event or problem. Correction to field h6: device codes.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A revision surgery was performed. After explanting the device, the physician filled the device with water and applied pressure, which revealed a hole in the cylinder distal tip. The physician believes the hole may have occurred during the implant procedure, after the furlow tool was used. During the original implant procedure, the physician suspects the rope in the distal tip became loose which required the use of a needle to put it back in. This may have led to the hole causing fluid loss in the system. The reservoir was inspected and found to be fine. The cylinders and pump were explanted and replaced. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Fluid loss is acknowledged within the dfu and are not related to off-label use or failure to follow instructions. Additionally, it is concluded that the cause of hole/perforated allegations cannot be established without product return. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) underwent revision surgery due to unspecified reasons. After explanting the device, the physician filled the device with water and applied pressure, which revealed a hole in the cylinder distal tip. The physician believes the hole may have occurred during the implant procedure, after the furlow tool was used. During the original implant procedure, the physician suspects the rope in the distal tip became loose which required the use of a needle to put it back in. This may have led to the hole. The reservoir was inspected and found to be fine. The cylinders and pump were explanted and replaced. There were no patient complications.